Event description:
It was reported that a patient presented in clinic with a complaint of redness on the pocket. On (B)(6) 2018, the implantable cardioverter defibrillator, right and left ventricular leads, and right atrial lead were explanted due to infection. Patient was stable post procedure.

Manufacturer narrative:
The device was tested on the bench and using automated testing equipment and no anomalies were found.